Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not receiving low reservoir warnings. Customer's blood glucose level was 454 mg/dl. The customer reported an absence of a no delivery but the high pressure test passed. The customer was in a car accident and since the accident her blood glucose levels have been worse. She customer was not the driver in the car accident. The customer treated her blood glucose level with the insulin pump. In the alarm history low reservoir, low battery, and no delivery alarms were found. The self-test passed as well. The device was not returned.